Event description:
It was reported that on (B)(6), 2015 a pneumonectomy procedure was performed and the procedure went well and completed with no patient consequence. On (B)(6), 2015 the patient was brought back into the or with a break in the staple line of the main pulmonary artery. The surgeon stated that the break in the staple line was not a massive break. The bleeder was repaired and the patient is currently stable. Unknown how the bleeder on the pulmonary artery was detected, how the bleeder of the pulmonary artery was repaired or if the patient received any blood products. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: were any issues noted with staple formation during the initial procedure or the reoperation? Where was the location of the bleeding (center, proximal, distal)? Was the bleeding coming from the staple line? Are any pictures or videos available of the staple line? How many firings were needed to complete the pulmonary artery transection? How was the vessel positioned in the jaws? Were any clips or energy type devices used during the initial procedure for bleeding?

Manufacturer narrative:
(B)(4)